Event description:
It was reported that an ilet user experienced postprandial hyperglycemia and had been double-announcing dinner meals using two ¿usual for me¿ entries rather than a single ¿more than¿ announcement, which the agent advised could affect the algorithm¿s performance. Symptoms included elevated blood glucose with a reported peak of 263 mg/dl and duration above 180 mg/dl for approximately five hours, without alerts above 300 mg/dl for over 90 minutes and without acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included troubleshooting and education regarding appropriate meal announcements and avoiding use of meal entries as correction. Investigation of this case revealed user technique involving duplicate meal announcements, which is inconsistent with recommended use and can lead to algorithmic misestimation of insulin needs. It was concluded, based on previously established findings for similar reports, that user technique contributed to the hyperglycemia event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.